Event description:
Pump declared malfunction alarm 20 during operation. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the cartridge alarm recurred, preventing the resumption of insulin therapy. Therefore, a decision was made to replace the pump, which was still under warranty. The customer was provided with a pre-paid label to return the non-functioning pump to tandem after placing it in storage mode. Meanwhile, the customer used multiple daily injections as a backup therapy to ensure continuous insulin delivery.